Event description:
It was reported clinical prodisc-c trial patient (B)(6) experienced numbness in both hands and tightness in the right upper and lower limbs. On (B)(6) 2010, the patient returned to study site. Upon examination, the investigator noted beginning (B)(6) 2009, the patient was experiencing numbness on both hands. It was also noted the severity of the event was mild, no action was required, no impairment, and physical therapy treatment as a course of action. The current state of event was resolved with medication. The investigator noted beginning (B)(6) 2009, the patient was experiencing tightness on the right upper and lower limbs. It was also noted the severity of the event was mild, no action was required, no impairment, and physical therapy treatment as a course of action. The current state of event was noted as ongoing. The investigator concluded the events were definitely related to the type of surgery, and definitely not related to the implant. The implant has not been explanted. It was reported clinical prodisc-c trial patient (B)(6) experienced right lower limb tightness below the leg and numbness on the left hand and right upper limb beginning (B)(6) 2012. It was also noted the severity of the anticipated event was moderate, with unknown neurological impairment. It was noted that the impairment may improve after revision surgery. Outpatient care without surgery was the course of action required. The patient was prescribed fluoxetine and diazepam. The current state of event was resolved on (B)(6) 2012, except for the numbness which is ongoing. The patient is status quo for exacerbation tabs fluoxetine once every night and tab diazepam occasionally (prn). The investigator concluded the event was probably related to the type of surgery, and definitely not related to the implant. The implant has not been explanted. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Explant: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The UDI codes apply only for us class iii device codes; ous codes do not fall under the UDI regulation. Therefore no UDI is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.